Manufacturer narrative:
(B)(4).

Event description:
It was reported that the sensor deployed on its own. It was indicated that the patient used an expired sensor, which is misuse of the device. No relevant product or data related to the issue was provided for investigation. Confirmation of the complaint is undetermined and probable cause cannot be determined. No injury or medical intervention was reported.